Event description:
It was initially reported by the physician's office that the pt was having an increase in seizures and "it's like her legs are giving out." Later info revealed that the pt's generator could not be interrogated, though multiple systems and combinations of hand-helds and wands were used. End of service (eos) was suspected as the cause. Also, the pt's mother explained that the seizure activity was not an increase for the pt, and the pt was sent for a battery replacement surgery. However, during the surgery, a high impedance was detected when a new generator was placed on the existing leads; last known diagnostic info showed proper device function. The physician's office stated that there had been no report of trauma or anything that could have precipitated the high impedance. X-rays had been taken (B)(6) 2011, for a separate issue and "everything looked fine", and the images were not going to be sent to the MFR for review. However, the company rep in the area stated that the pt had actually tripped on the carpet and was sent to the hospital, which was when the x-rays images had been taken. The product had been received by the MFR, and analysis of the generator did show and eos condition; no anomalies were noted with the generator's performance. Analysis has not been completed on the returned lead portions to date. Attempts for further info were unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.